Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was displayed as "high", no specific value was provided. Correction bolus was administered via the pump, and there was no need for assistance from a third party. A one-time pump replacement was arranged, and the customer reverted to use a backup insulin pump.